Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported patient passed away due to head bleed on (B)(6) 2021. Additional information states that patient fell on (B)(6) 2021 with dysarthia and right sided weakness. There was no arteriovenous malformation (avm) confirmed. There was a head computed tomography (CT) performed which found a large right temporal intraparenchymal hematoma and parafalcine subdural hematoma causing midline shift. There was a withdrawal of care and patient died on (B)(6) 2021. The death was not considered device related, and the device operated as expected. The device will not be returned for evaluation.